Event description:
It was reported that the right atrial lead capture threshold increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed within the lead that could be associated with the electrical complaints.